Event description:
Per information provided: (B)(6) 2009 - patient underwent repair with the implant of kugel hernia patch (device 1). (Notes: no op notes were provided). (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of two ventralex meshes (device 2 and device 3). Per op notes, "a medium ventralex patch (device 2) was placed in the left lower hernia and a large ventralex (device 3) was placed in the right upper hernial defect using sutures." (B)(6) 2011 - patient was diagnosed with recurrent left incisional hernia thereby underwent repair with the implant of composix kugel hernia patch (device 4). Per op notes, "an incision in the lower abdomen, noted the previously placed patch (device 2). Removed the scar, a composix kugel hernia patch (device 4) was placed to the cooper's ligament. It was sewn superiorly to the previously placed patch." (B)(6) 2011 to (B)(6) 2011 - patient had infection.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. This emdr represents the bard/davol mesh ¿ composix kugel (device 4). Additional supplemental emdr's were submitted to represent the bard/davol kugel patch (device 1) and mesh ¿ ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.